Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 7248534.

Event description:
It was reported the patient experienced ineffective therapy and autoreducing. Surgical intervention may occur to address the issue. The investigation did not determine which lead is autoreducing.

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.